Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was returned and the right atrial (ra) lead tested out of specification. The ra lead analysis exhibited insulation damage. Follow up with the patient's clinic revealed the implantable cardioverter defibrillator (ICD) had been removed due to an infection.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.